Manufacturer narrative:
(B)(4). A lead revision procedure was being planned for a later date. Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, exhibited noise. Additionally, low pacing impedance measurements were observed including out of range measurements. No adverse patient effects were reported.